Manufacturer narrative:
Concomitant products: 459888 lead, implanted: (B)(6) 2017; 6935m55 lead, implanted: (B)(6) 2017.

Event description:
It was reported that within two days post-implant, the atrial lead dislodged and fell into the rv (right ventricle). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.